Event description:
Additional information was received that the field representative contacted the clinic and was told that the patient was no longer showing as being in admitted in the hospital. The clinic was aware of the chronic lead impedance issues and they were planning on changing out the lead during the next device change out procedure. At this time the clinic has not had any further follow up on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that one day post implant of a left ventricular assist device (lvad), the implantable cardioverter defibrillator (ICD) was not sensing the patient's intrinsic rhythm. It was noted that during the procedure tachycardia therapy was left programmed on and the patient had a true ventricular tachycardia (vt) where the device appropriately treated, but external shocks were also administered. The medical personnel noted they programmed the right ventricular (rv) sensitivity down to maximum and still observed no ventricular sense markers. It was noted the device was delivering paces, however the clinician stated they had programmed outputs way down as concerned about pacing being pro-arrhythmic. Boston scientific technical services (ts) explained that it is not normal for the device to not sense at max sensitivity and there could be a possibility that the device was damaged by external shocks. Data was sent in from the device and reviewed by engineering. Review found that the previous daily measurements show a decrease in the intrinsic amplitude. All daily measurements for the rv lead have been in the 150 to 170 ohm impedance range during the past year. Engineering also noted that the ICD's tachy mode was programmed to off over 24 hours earlier and had not yet been programmed back on. It was suggested that the hospital consider additional testing of the device and lead system. If no sensing is possible then brady therapy and tachy detection will not function and they should consider replacing the device and or rv lead system. The field representative is attempting to obtain additional information from the clinic. The ICD and rv lead remain in service and no additional adverse patient effects were reported.